Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor alert after 2 hour warmup occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause could not be determined. The reported event of a new sensor alert after 2 hour warmup is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.